Event description:
Speaker malfunction; unit disassembled, ribbon cable to speaker was disconnected (error 51). More information is needed to investigate this issue fully.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log were not provided, therefore no review could be performed. The reported device was not returned to (B)(6) for investigation as repairs were carried out locally by (B)(6) (3rd party service vendor). During servicing, after disassembling the device, it was found that the cable to speaker was disconnected. They reconnected it then they tested the device. The pump worked properly. During maintenance, the flow and the upstream occlusion tests failed. They calibrated both tests and completed all preventative maintenance. Therefore, the device passed all tests and was returned to service. The spare part ""flexible ic binder"" was sent to (B)(6) for investigation. During visual inspection, nothing was noticed. The investigator tested the ""flexible speaker"" on an agilia vp test bench to verify the complaint. The investigator carried out a global check of the device by creating alarms and the test 9 of the maintenance menu as well as the audio test with our internal lab software. No errors or alarms were triggered during the tests and the flexible speaker was functional. The reported problem is most likely due to a disconnected cable. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.